Event description:
It was reported that m5 handpiece had blade/bur stuck. There was no patient impact. Analysis found that blade was stuck in handpiece and it was not intact.

Manufacturer narrative:
H3: visually, only a portion of inner assembly was returned for analysis. The inner shaft was broken 3.07 inches from the distal end of the inner hub to the broken point. There were traces of grease (green and black) found on the broken shaft as well as indentions. The distal end of the inner hub seemed to be deformed (the outside diameter) when returned. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.362 inches in deformed area which was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code is updated. Previously updated fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.